Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the screen was too dark because the light output of the main lamp decreased or due to the light source device (clv-s190). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite xenon light source was displaying a light that was too dark to distinguish the image during a diagnostic procedure. According to the initial reporter, the subject device was inspected prior to use and no abnormalities were noted. Though additional details were requested, the reporter could not provide anything further other than confirming the procedure was completed. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call the customer noted that the issues is only present while the scope was inside of the patient. Continuing, he noted that 2 separate scopes were tried but the results were the same. Last, the customer did reveal that the lamp life meter was providing a reading of 100+ hours and that he had not replaced the lamp in 4 years. Tac recommended replacing the currently lamp with an olympus clv-s190 and ensuring that it is set to the ¿auto¿ setting during use. Customer stated that he would follow up with tac should further assistance be required.